Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#: p5k1278); egia60amt, egia60amt egia 60 artic med thick sulu (lot#: p5k1278); sigpshell, sig power sigpshell control shell (lot#: n4g2022y); sigphandle, sig power sigphandle handle (serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a vertical sleeve gastrectomy, the last two shots using the same shell malfunctioned, making it impossible to properly complete the stapling stage; the firing stopped. After performing the methylene blue test, evidence of fluid leakage was observed through a hole of approximately 3 cm in the staple line. Due to this finding, the procedure was converted to a gastricbypass to enable adequate correction and safe completion of the surgery.

Manufacturer narrative:
Additional information: b1, b4, g3, g4, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.